Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an angioplasty procedure using the lutonix 035 drug coated balloon. Predilation was attempted with a conquest balloon, followed by deployment of a lutonix drug coated balloon, which was inflated for two minutes at 10 atm. During drug transfer, the lutonix balloon ruptured, resulting in vessel rupture. A covera stent was placed to seal the damage. The procedure was subsequently completed using another device. The current status of the patient is unknown.